Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 261 mg/dl, 100 mg/dl, 300 mg/dl, 410mg/dl, and 341 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated insulin was squirting out during the manual prime process. Customer states they were stuck in rewind complete or bolus delivery loop. The customer stated that the insulin pump had compromised force sensor system alarm. The customer stated that the insulin pump was dropped prior to the alarm occurring. The customer stated that the drive support cap appears normal, flat but shows paint coming off. The customer stated that the insulin pump had a series of beeps and insulin pump had 3 units but bolus was 8 units and did not alarm earlier prior to the compromised force sensor system alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.